Event description:
It was reported that during retraction of the subject guidewire into the microcatheter after successful procedure for aneurysmal treatment, around 10 cm of the proximal part of the outer nitinol tubing has fractured and got separated from inner core wire of the subject guidewire. This fractured portion of the nitinol tubing was present in the microcatheter and the during first attempt, physician was able to remove the microcatheter along with the proximal fractured segment and complete distal portion of the guidewire segment out of the patient vasculature. It was also reported that no material was left in the patient¿s vessel. The microcatheter with the proximal fractured outer nitinol tube of the subject guide wire has been already disposed of. The physician feel that severely tortuous anatomy of intended area of treatment may have contributed to the reported event. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during retraction of the subject guidewire into the microcatheter after successful procedure for aneurysmal treatment, around 10 cm of the proximal part of the outer nitinol tubing has fractured and got separated from inner core wire of the subject guidewire. This fractured portion of the nitinol tubing was present in the microcatheter and the during first attempt, physician was able to remove the microcatheter along with the proximal fractured segment and complete distal portion of the guidewire segment out of the patient vasculature. It was also reported that no material was left in the patient¿s vessel. The microcatheter with the proximal fractured outer nitinol tube of the subject guide wire has been already disposed of. The physician feel that severely tortuous anatomy of intended area of treatment may have contributed to the reported event. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated . H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: ptfe coating was examined under magnification and the coating was peeling in multiple areas to 46.3cm from the proximal end. The guidewire was returned broken/fractured at 181.1cm from the proximal end with core wire exposed. (The distal end was not returned). Functional inspection: a functional test could not be confirmed as the device was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The guidewire was examined, and the ptfe coating was peeling in multiple areas to 46.3cm from the proximal end. The guidewire was noted to be broken/fractured at 181.1cm from the proximal end with core wire exposed. The distal end was not returned, which may indicate the device fractured during the manipulation inside the patient¿s severely tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.